Event description:
It was reported that the patient experienced abdominal stimulation that caused him to total his car. The device was turned off by the patient's hcp on (B)(6) 2011. It was reported that the patient had been experiencing shocks prior to driving the car. Parameters at an interrogation on (B)(6) 2011 were within normal ranges. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)/